Event description:
It was reported that during an angioplasty treatment procedure, the balloon would not fully deflate. The lesion being treated was a proximal lad, 90% stenosed, non-calcified lesion. After the physician inflated the balloon to 12 atms, the balloon would not fully deflate. The balloon was removed from the pt without complication. When it was examined outside of the pt's body, the balloon was reported to be "half inflated." A balance gidewire and a 6f launcher jl4 sh guide catheter were also used during the procedure. No further procedure and pt information is available at this time.